Event description:
Bd insyte autoguard winged 24 gauge catheter lot # 3129607 needle split through catheter sheath. This was noted after IV inserted and unable to advance. Rn removed needle/catheter. Trend has been identified with this product, multiple lot numbers impacted.